Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that a left colectomy procedure was performed on (B)(6) 2011. The case went well. The surgeon performed a leak test and there were no leaks. On (B)(6) 2011, the patient was not doing well so the surgeon ordered a chest x-ray. It was noticed that there was an excessive amount of free air in the abdomen. The patient was taken back into the o.r. And a leak was detected on the anastomosis staple line. It is unknown what caused the leak. The surgeon did mention that on (B)(6) 2011, the surgeon had tissue that he removed near the staple line come back from pathology with cancer. During the procedure on (B)(6) 2011, the surgeon performed a hartmann's temporary colostomy. The surgeon removed the staple line and sent the staple line for x-ray to see if there were any malformed staples. The patient is stable at this time. The surgeon is planning on reversing the colostomy at a later time. The surgeon stated that he did not think there was any issue with the device during the first procedure. The device was discarded. Additional information being requested.

Manufacturer narrative:
(B)(4):-the xray showed there was tumor in the staple line.-the patient developed a leak and presented with a fever and elevated white cell count.-during the reoperation, the staple line appeared to be normal which it was according to surgeon.-chest xray was done to look for free air under the diaphragm.-colostomy is being reversed on (B)(4).-(B)(6) lastly, surgeon says the stapler was not the issue with this patient.